Manufacturer narrative:
The patient's cause of death was unrelated to the stellarex device or procedure. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. The patient's cause of death was unrelated to the stellarex device or procedure, thus the paclitaxel drug did not cause or contribute to the patient¿s death. (B)(4). PMA number is not applicable. The device is commercial product with a ce mark that was used as part of a clinical registry. / combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2016, two stellarex catheters were used to treat the target lesion of the right mid and distal sfa. Approximately 7 months post index procedure, the patient expired on (B)(6) 2017, due to metastatic bronchial carcinoma. The physician indicated this is not related to the study device or procedure.